Event description:
While the pt was under general anesthesia, attempted to place foley catheter. After urine was obtained; tried to inflate balloon. Balloon inflation port dilated out. Unable to get saline in or out of balloon port. Aspirated 6 of the 10 ml that had been instilled into the port. Unable to aspirate the remaining saline left in the foley balloon. Balloon port cut off with scissors to try to drain the rest, and attempted to remove catheter. Unable to remove. Urology had to instill mineral oil and pop the balloon to remove the catheter. Patient to undergo a cystoscopy at a later date.